Manufacturer narrative:
The pump has been returned to animas and investigated on 22-aug-2018 with the following findings: the battery compartment was found to be cracked. Moisture was found in the battery compartment.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue.